Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached over 350 mg/dl. The pod was changed out.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was found to be incorrectly installed. The incorrect installation of the hard cannula resulted in the formed needle's inability to retract. An 0x18 alarm was observed in the data, and the fluid reservoir was observed to be empty. No timeouts nor drive stalls were observed in the data. The device operated as intended. Excess material was observed on the slide retract. This damage can be attributed to the incorrect installation of the hard cannula.